Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported an occlusion alarm occurred. Reportedly, the cartridge in use during these alarms appeared to be cracked but this could not be confirmed by the customer. There was no reported adverse impact to the customer's blood glucose level.